Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the patient experienced a refractive error of three diopters from the target and the iol was exchanged. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis; the reported complaint could not be verified. The product was returned and damage was observed. Blood and solution was dried on the lens. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of blood and surgical solution, the damage is potentially related to customer handling. Additional information has been requested. (B)(4).